Manufacturer narrative:
The technician shipped the account replacement left and right head siderails to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the left and right head siderails will not function, due to broken welds, resulting in an inability of the siderails to latch.